Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 10-72 mg/dl at the time of the incident. The customer was at 201 mg/dl at the time of the call. The customer used food and was given glucagon to treat. The customer was wearing the insulin pump during the incident. Customer was driving during the incident. Troubleshooting was completed and the customer believes the pump is under delivering. Customer is not sure if his pump is having trouble delivering basals. The customer kept going low even after he suspended the pump and didn't have any insulin on board. The customer also had a high of over 400 mg/dl. The customer bolused with the pump to treat the high. The insulin pump will be returned for analysis.